Manufacturer narrative:
The cobas e411 rack serial number was (B)(6) the investigation is ongoing.

Event description:
There was an allegation of questionable elecsys estradiol iii results from the cobas e411 rack analyzer. On (B)(6) 2024, the result with a 1:10 dilution was 844.6 pg/ml (x10=8446 pg/ml). On (B)(6) 2024, the repeat result with a 1:10 dilution was 1618 pg/ml with a data flag (x10=16180 pg/ml). The sample was repeated in another laboratory and the result was 10715 pg/ml. The doctor believed this result to be correct.

Manufacturer narrative:
The investigation did not identify a product problem. The specific cause of the event could not be determined. It was determined the customer had manipulated the date/time on the analyzer to use an expired reagent pack which is an off-label use of the device. The customer was not following the recommended calibration interval for the assay per product labeling.